Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and to replace the cartridge every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's insulin gauge showed the cartridge as having 21 units of insulin; however, no insulin was able to be withdrawn from the cartridge using a syringe. The customer's blood glucose level was 100 mg/dl. The customer loaded a new cartridge and the fill estimate was accurate. The pump data was reviewed by tandem technical support and it showed that the fill estimate was within 8 units of the initial units loaded into the cartridge. The customer did not accept the information as insulin was not able to be withdrawn from the cartridge. The pump data also showed that the customer had been using the cartridge for 5 days; the customer denied this and stated that the cartridge was changed every 3 days. After speaking to the customer, a tandem clinical diabetes specialist reported that the customer reuses the supplies and the insulin removed from old cartridges.